Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the patient connector and control knob were broken. The interconnect flex assembly, label, bail cover, bail attachment, ring cover, and ring attachment also needed replacement. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken patient connector and control knob. The epg was returned for service. There was no patient involvement.